Event description:
The customer reported that the system exhibited a complete loss of motorized motions. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rui (remote user interface) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.